Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual and magnifying inspection revealed that the distal end had been deformed into a crashed shape. Magnifying inspection confirmed that the dilator tube had been properly tapered on the distal segment. Visual and magnifying inspection of the hub section did not find any visible anomaly, including a deformed pawl of the hub. The actual dilator sample was combined with a sheath sample of the involved product code. No gap was found between the distal edge of the sheath and the dilator surface. Reproductive testing was performed; a dilator being inserted in a sheath missing the center of the crosscut valve. The distal end of the dilator collided with the crosscut valve or the inner surface of the housing, resulting in the generation of the crash in the distal end. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that, when the actual dilator sample was inserted in the actual sheath sample, the dilator tip collided against the inner surface of the housing and got deformed. Due to the deformed distal tip, the actual dilator was prevented from being introduced in the mini guide wire. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved glidesheath slender was used during the procedure. It was a radial puncture with the 22g needle included in the kit. The dilator could not be introduced over the mini guide wire inserted in the patient. A hematoma was caused in the punctured area; however, unknown if it was due to the puncture or due to having been irritated by the sheath. The procedure was completed successfully and the patient recovered.